Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. Customer had elevated blood glucose levels in the 400 mg/dl range. Customer declined to perform troubleshooting with tandem technical support.